Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an alarm with error code 45639 on startup. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Successfully confirmed complaint of "error code". During power up test unit fails to boot normally and displays ec:43639 on startup every time regardless of mode. Replaced main pwa (printed wireless assembly) to resolve issue with device. Unit now powers up as expected. During investigation found the motor required replacement due to an unknown odometer. Replaced motor. Performed pvt (performance verification testing), unit passes all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.